Event description:
It doesn't work, nothing's coming out [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a female patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 10-jun-2026, amneal pharmaceuticals received information from the patient via a voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was using albuterol sulfate inhalation, 90 micrograms (frequency, dose and therapy dates not reported) via inhalation during asthma attack. Current condition included asthma attack. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient reported that, product did not work. The patient had an asthma attack and was trying to push the little albuterol sulfate inhaler aerosol, it didn¿t work, nothing was coming out. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction.